Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size. It was reported that during the index procedure a type ia endoleak was identified. Per the investigator, the cause of the event is unknown.

Manufacturer narrative:
It was reported during the index procedure that the completion angiography showed a gutter endoleak between the main endograft and the parallel grafts. Yet, this endoleak was resolved on the postoperative CT angiography, no further action was required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.